Event description:
A pt returned to the surgeon complaining of pain in their right shoulder. A second surgery was performed in 2004 which found the sheath and the cufftack standing proud. There was also broke fragments in the subacromial space. The pieces were removed by the surgeon.